Event description:
During pressure injection, the supply tubing connection on top of the syringe cracked, and in 2 other cases, it cracked and completely separated from the syringe. We have had 3 failures in a couple of days.